Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 11 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as dizziness, confusion and subsequently lost consciousness and was diagnosed with hypoglycemia and treated with glucose injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor and no issue was observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was returned and was observed properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 11 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as dizziness, confusion and subsequently lost consciousness and was diagnosed with hypoglycemia and treated with glucose injection. Based on the information provided, there was no report of death or permanent impairment associated with this event.